Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the or for a scheduled lead revision. Prior check revealed inappropriate high voltage therapy due to noise. The device was interrogated and no additional electrical anomalies were noted. The lead was laser removed. The patient remained stable throughout and following the procedure. The patient will continue to be monitored. The lead will be returned for analysis.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received indicates that the lead was capped and replaced.